Manufacturer narrative:
(B)(4). Based on the information available by 17-may-2018, kci had no indication from the information provided to determine when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. V.a.c.® therapy was discharged noting surgical wound related procedure. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Based on the information provided on 25-jun-2018, the physician's clinical records noted v.a.c.® therapy was discharged due to successful graft placement. There was no documentation regarding an imbedded foreign material nor a debridement being performed due to a foreign material. Based on the additional information received on 25-jun-2018, kci has determined this event as not reportable. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 17-apr-2018, the following information was reported to kci by the patient: on (B)(6) 2018, a black spot was identified in the wound and alleged to be an embedded piece of the v.a.c.® granufoam¿ dressing. V.a.c.® therapy is currently on hold. On 30-apr-2018, the following information was reported to kci by the physician: on (B)(6) 2018, v.a.c.® therapy was discharged with reason noted as "surgical wound related procedure." No additional information. A review of kci records identified v.a.c.® therapy was applied to two wounds. On (B)(6) 2018, one of the wounds was discharged due to successful graft placement. The patient continued v.a.c.® therapy to other wound until (B)(6) 2018 with no further issues noted. On 25-jun-2018, the following information was reported to kci by the home health nurse: the patient's clinical records were reviewed. There was no documentation regarding an imbedded foreign material. On 25-jun-2018, the following information was reported to kci by the physician's nurse: the patient clinical records were reviewed. There was no documentation regarding an imbedded foreign material nor a debridement being performed due to a foreign material. The patient discontinued v.a.c.® therapy on (B)(6) 2018 due to successful graft placement. No additional information available. The v.a.c.® granufoam¿ dressing lot number was not available and the product was not returned; therefore, a device history record review and a device evaluation could not be performed.